Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2016 the patient the patient was found expired on the bed at home in the evening by a family member. The family member did not recall hearing any alarms when the patient was found. It was reported that the patient had lived independently for approximately three years with no issues changing power sources. An autopsy was not performed. The system controller log file was submitted to the manufacturer's technical services representative for review. The log file captured a total loss of power at an unspecified time on (B)(6) 2016, causing the pump to stop and resetting the internal clock. At the time of the power loss, one lead was connected to battery power and the other was connected to the power module via the patient cable. Power was restored to the pump with one power lead on battery and the other on the patient cable. The duration of the pump stoppage was unable to be determined. Approximately one and a half days later, another total loss of power and indications that the pump was disconnected were captured in the log file. These were the last events recorded, and again, before the pump off event, one power lead was connected to battery power and the other lead was connected to the power module patient cable. No further information was provided.

Manufacturer narrative:
Review of the system controller log files submitted for evaluation and retrieved from the returned system controller confirmed the report of total loss of power events associated with time clock resets as well as low speed and low flow hazard alarms. The data recorded in the log files indicate that the system operated at the set speed with no notable parameter changes or atypical alarms captured while the system was connected to power. A correlation between the device and the patient's death could not be conclusively determined. Death is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.